Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part number: 311.023. Lot number: t933576. Manufacturing site: tuttlingen. Release to warehouse date: 02-apr-2009. A review of the device history records was performed for the finished device lot number and a ncr was started because the locking mechanism have a sharp edge, the devices were reworked and inspected to 100%. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution. A product investigation was conducted. Service and repair evaluation: the device was initially received at the service and repair department. The customer reported the device handle was stuck in the knob in neutral position. The repair technician reported the device thumb latch was stuck in lock position. Nonfunctional item is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item was forwarded to customer quality. The evaluation was confirmed. Visual inspection: the ratcheting screwdriver handle (p/n 311.023 lot t933576) was received with a piece of the handle near the end cap broken off. The end cap had also fallen off from the device. No other visual issues were identified with the returned components of the device. Functional inspection: functional testing showed that the thumb latch on the ratcheting screwdriver handle was stuck in the lock position.the reported complaint condition of the thumb latch being stuck/jammed was replicated. The device failure/defect of a broken handle and fallen apart cap was identified during the investigation and is unrelated to the reported complaint condition. Dimensional inspection: dimensional inspection could not be conducted due to post manufacturing damage and as relevant internal coupling features could not be accessed for inspection. Document/specification review: the relevant drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the ratcheting screwdriver handle (p/n 311.023 lot t933576) as the thumb latch on the ratcheting screwdriver handle was stuck in the lock position. Additionally, a piece of the handle near the end cap had broken off and the end cap had also fallen off from the device. While no definitive root cause could be determined, it is possible that the condition of the device is due to consistent use and reprocessing over the part¿s lifetime (10+ years). The device may have also fallen apart due to the broken handle. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient identifier: (B)(6). Additional device product code: lxh. Without a lot number the device history records review could not be completed. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during open reduction internal fixation (orif) mandible fracture procedure, the two (2) ratcheting screwdriver handle from matrix mandible set was not functioning properly. One of the screwdriver handle was not accepting screwdriver blade. The other screwdriver handle was stuck in the knob in neutral position. They were able to get another set in the room. The procedure was successfully completed with no surgical delay. Patient was not affected by defective equipment. Concomitant device reported: unknown screwdriver blade (part # unknown, lot # unknown, quantity 1) . This report is for one (1) ratcheting screwdriver handle. This is report 1 of 1 for complaint (B)(4).